Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all the buttons on the keypad were not responding. Patient reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact and all of the keypad buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. The investigation was unable to duplicate the reported button issue. Unrelated to the reported button issue, moisture was observed under the display lens and the pump powered up to a dim and discolored verify screen with faded text.